Manufacturer narrative:
Block b3: exact date unknown, event occurred 2021. D6b: explant date: 2021.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device was not returned. No further information could be obtained despite good faith efforts.